Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer treated with manual insulin injection. The customer reported multiple no delivery alarms from the insulin pump. The customer declined to troubleshoot and would like ot have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.